Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 34-year-old female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('metromenorrhagia') in a 34-year-old female patient who had essure (batch no. 904763) inserted for female sterilisation. The patient's medical history included fallopian tube spasm. Concurrent conditions included peritoneal adhesions. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed/robotic total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia to be related to essure. The reporter commented: coil trailing l tube: 3. Coil trailing r tube: 3. Fluffy endometrial tissue, lateral fallopian tubes, cervix both coils placed with difficulty, right tube spasm slightly delayed placement. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: metromenorrhagia. Most recent follow-up information incorporated above includes: on 29-jun-2021: mr received. Reporter information, patient's medical history, product indication, lot number and rcc were added. Event "medical device removal" was updated to metromenorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('metromenorrhagia') in a 34-year-old female patient who had essure (batch no. 904763- not valid) inserted for female sterilisation. The patient's medical history included fallopian tube spasm. Concurrent conditions included peritoneal adhesions. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed/robotic total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia to be related to essure. The reporter commented: coil trailing l tube: 3. Coil trailing r tube: 3. Fluffy endometrial tissue, lateral fallopian tubes, cervix both coils placed with difficulty, right tube spasm slightly delayed placement. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: metromenorrhagia. The lot number reported (904763) is not valid. Most recent follow-up information incorporated above includes: on 8-jul-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year-old female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.